Event description:
This patient presented to emergency room (ER) with near-syncope symptoms approximately one (1) month following initial system implant. The right ventricular (rv) lead was found to be exhibiting high thresholds and loss of capture. An x-ray indicated the lead had dislodged. The lead helix appeared to still be making contact with the heart tissue, but all lead slack was gone. This is an indication of a product malfunction that if it were to recur is likely to lead to death/serious injury as critical therapy could be compromised. In response, the boston scientific representative increased the rv output to 6 volts at 1 millisecond. The patient was reported to have refused a lead revision at this time. The lead remains in-service. No additional adverse patient effects were reported.